Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure an intellanav stablepoint open-irrigated catheter was selected for use. The device presented an intermittent flow from the irrigation tip, so it was difficult to irrigate. The physician decided to replace the catheter with another device. The procedure was completed successfully. No patient complications were reported. The device will not be returned for laboratory analysis as it was discarded in the facility.